Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. There was no issue with the device and the symptoms were not related.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a device for urinary control and later had a spinal cord stimulation (scs) device implanted for their lower back and legs. The patient was having bladder spasms and thought the scs device was causing the issue. The rep recommended the patient turn off their scs device to see if they continued to have bladder spasms. The patient did not want to turn their scs device off because they are unable to walk without the device being active. The patient stated they were hospitalized from the bladder spasms. The rep asked if the two stimulators could interact. The rep was going to follow-up with the patient with information about interactions between two stimulators. No further complications were reported.